Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this complaint. A device history record review could not be conducted since the lot number provided, "73l600341", is not a valid lot number. A record assessment (fmea) was reviewed. Revision of d005120 rev. 01 was performed and the failure mode is already included. No update is required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive that physical sample to perform a proper investigation to confirm the alleged defect reported, determine the root cause , and establish corrective actions. No corrective actions can be assigned at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges they "tried" the device from the box and it would not inflate, or stay inflated (event captured in MFR rtp #3003898360-2017-00955) during testing . There was no report of patient involvement. There was no report of patient harm.